Event description:
On (B)(6) 2008 the pt was implanted with two gore excluder aaa endoprostheses. On (B)(6) 2009, the devices were explanted. Multiple attempts to obtain further info on this event have been made by gore, however, as of (B)(6), 2011, no further info on this pt has been provided to gore.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.